Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available it will be reported on a supplemental report.

Event description:
It was reported: during surgery, it was impossible to implant the lag screw. The nail had to be changed and an other was implanted.